Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the pump¿s black box showed cs 078 (motor rewind error) call service alarms. During investigation, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump was opened and evidence of moisture/corrosion was observed throughout the interior. The complaint of the call service alarm issue was shown in the history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and the display was very dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.